Event description:
It was reported that a longevity estimate performed on the device battery indicated a battery life of half of what was expected given the device settings and history. A battery issue was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly trend in save to disk data (B)(4) shows min bat=2.68 to 2.65 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt<= 2.61 volt.